Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorrhoidectomy, after purse string, the device partially fired. There was blood loss of 500 cc or more and required blood transfusion. The surgical time was extended by thirty min utes or more. Another stapler was used to complete the case.